Event description:
Infusion pump with 808:02 failure code. The reported failure occurred during routine biomed testing. According to biomed, no patient injury or medical intervention has been reported. Biomed engineer stated they have no record of any patient incident involving the pump since the last baxter service event.